Event description:
Machine made "high pitched sound", stopped working per md. Two devices involved: atricure ablation and sensing unit, product code #asu2-115, s/n (B)(4). Atricure asu switch matrix unit, product code # asb3, s/n (B)(4). When the handpiece was connected to the machine, it caused the machine to have a high pitched sound. The md stated the machine is not doing what it was suppose to. Taken out of service and returned to vendor.